Event description:
A user facility returned the olympus, model tjf-260v, evis lucera duodenovideoscope to olympus for repair due to a report that the "forceps rise is difficult to move." Upon inspection and testing of the returned device, it was determined that a gap of adhesive was present on the distal end due to peeling. This report is submitted due to the gap of adhesive present on the distal end due to peeling. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus and it was determined a gap of adhesive was present on the distal end due to peeling. Additional evaluation findings are as follows: 1.) Scratches/scrapes on the suction cylinder. 2.) Angulation out of specification. 3.) A-rubber adhesive cracked. 4.) Surface defect of the universal cord. 5.) Scratch on c-cover. 6.) Damage to adhesive of distal end due to a shock, caused by dropping and knocking the endoscope to a hard surface/object. 7.) Connector defects. 8.) Control body defects. 9.) Air/water leakages or fluid invasion. 10.) Distal end defects. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.